Event description:
Pt admitted for replacement of pacemaker and leads. Pt had original pacemaker implanted 1990. This was removed in 1993 and another of the same brand was implanted. This is a very active 55 year old man exercising upper extremities routinely on nautilus equipment. Which probably contributed to some stretch. Pt has been followed closely for 8 mos to 1 year due to microdislodgement of pacer lead. Holter monitor indicates failure to capture. Teh pt developed a dry-draining tract on original pacemaker incision 2 yrs after implant. This was debrided and cleaned but haas continued to drain some. The leads and pacemaker were not retained by the implanting physician or hosp staff. Summary: original pacemaker implanted: 1990 -revised/replaced 3/5/93, replaced (new coronary) 7/31/95. Per physician office staff, pt has been given strict orders "no more strenous upper body exercises." Physician office staff - pt has been given strict orders - "no more strenuous upper body exercises."